Event description:
The stent was deployed in the right common iliac by the arch. It seemed to elongate. The doctor had to place another stent inside of the original stent to repair and reinforce it and prevent it from moving. Two of the four markers elongated away from the arch. The physician placed an additional zib6 device inside the original stent with the intention to prevent the original stent from migrating. An unintended section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The user has indicated the necessity for the additional stent was to prevent stent migration of the elongated zilver stent. Therefore, the additional stent was placed with the intention to prevent death/serious injury for the pt and meets the criteria of an FDA MDR report. Issue description: "the stent was deployed in the right common iliac by the arch. It seemed to elongate. The doctor had to place another stent inside of the original stent to repair and reinforce it and prevent it from moving. Tow of four markers elongated away from the arch." Additional info received on the (B)(4) 2014 as follows: "the dm has called and confirmed that the reported part # is correct and that the procedure was performed off label." The additional stent was placed during the same procedure. Another zib zilver stent was placed. No issues noted during deployment that could have contributed to stent elongation. Pt outcome: an unintended section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence." There were no zib6 devices of lot number c917952 in stock at the time of the complaint investigation. A document based investigation was carried out as the complaint device was not available for evaluation. Zib6-125-12.0-80 device contains irsp61386-12-8.0 (stent with gold rivets); stent with gold rivets is the component involved in this complaint. A review of the manufacturing records for zib6-125-12.0-80 and irsp612-8.0 revealed no discrepancies that could have contributed to this complaint. Prior to distribution all zib6-125-12.0-80 devices are subject to visual inspection and functional checks to ensure device integrity. As the stent was deployed in the right common iliac by the arch the device was used off label. It should be noted that according to the IFU (instructions for use) the intended use is as follows: "the zilver 518 and 635 biliary stents are intended for palliation of malignant neoplasms in the biliary tree." In addition under the warning section of the IFU, the following is documented: "the safety and effectiveness of this device for use in the vascular system have not been established". As the device was not available to be returned and no images were provided for review, the cause of the complaint could not be conclusively determined. Complaint confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.